Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with unspecified oversensing on the implantable cardiac monitor. No intervention was performed. There were no patient consequences.